Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While customer was attempting to rewind her insulin pump, the insulin pump delivered just under 100 units of insulin into her body. Customer was at work and did not have a full amount of insulin to fully refill her reservoir. When refilling, the plunger was not all the way up. Her blood glucose level was 360 mg/dl. The blood glucose reading decreased to 296 mg/dl. Customer stated that before the rewind/prime process, she thought she was disconnected from the insulin pump. However, when she came back she noticed that she had been reconnected. Nothing further reported.